Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a obtryx system-halo was used during a transobturator sling procedure, performed in 2009. According to the complainant, during the procedure, the association loop snapped and detached. The case was completed with another obtryx system-halo with no patient complications. The pt's condition at the conclusion of the procedure was reported to be "fine".